Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a motor error alarm from the insulin pump. The customer's blood glucose level was 300 + mg/dl. The customer stated that the alarm did not occur during the first rewind. The customer stated that there is a motor position encoder error on the pump. The customer was advised to return the pump with battery and zero out the basal rates. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump passed the displacement. The insulin pump programmed with the current time and date. It was monitored for 3 days and no unexpected check settings alarm occurred. The insulin pump was unable to verify alarm in the alarm history due to history file overwritten with alarms. The insulin pump alarmed due to a corrupted history file. The motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the insulin pump and passed. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.